Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician tried unsuccessfully to advance the catheter over it. As a result, the catheter was exchanged. The clinician met with the same issue with the previous catheter as well. There were no reported patient complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter and one swg were returned for evaluation. No defects or anomalies were observed on the returned catheter or swg during visual inspection, without magnification. The returned swg was inserted into the distal end of the catheter, but would not pass through the juncture hub. The swg was then inserted into the proximal end of the distal extension line and again would not pass through the juncture hub. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing related since the investigation of similar complaints found the lumens inside the juncture hub to be deformed. A CAPA has been initiated to address this issue.